Event description:
A 4.0mm aggressive plus and 4.0mm burr (stryker arthroscopic shavers) sterile packaged from the company were placed on the field in a sterile fashion. The scrub noted a white thick greasy substance on both the burr and incisor - the tips were removed from the field - packages were saved and devices bagged.